Event description:
The customer reported that the ac power module insert had come out.

Manufacturer narrative:
Philips sent the customer a new ac power module. The customer subsequently reported that replacing the ac power module resolved the failure.